Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating speaker failure error had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that a speaker failure had occurred and requested the speaker part number. The customer has an older software version and was unable to specify the failed speaker. The customer was advised to troubleshoot and confirm which speaker was faulty. The remote service engineer (rse) then provided the customer with the part number for the speaker. Investigation is ongoing.